Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that there was a crack in the flange part of the tracheostomy tube. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
Device evaluation: one smiths medical cuffed tracheostomy tube was returned for analysis in used condition without its original packaging. Visual inspection of the device showed the flange was broken. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. The weld flange to tube operation was audited during thirty-two (32) units and no damaged flanges were detested during the review. Additional investigation involved using a razor to cut a flange taken from the production floor. It was found the cut sample tested similar to the sample received for investigation. The investigation determined possible, but unconfirmed, sources of the reported issue to be that the flange may have become damaged after it left smiths medical facilities, the flange was received damaged by the supplier or the damaged flange was not detected in the visual inspection process performed during manufacturing. Based on evidence and investigation, the complaint allegation was confirmed; however, the problem source could not be identified.